Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 4 days using novolog insulin, and not performing the air removal step. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days, and the proper cartridge loading steps. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The pump user guide instructs the user to remove any residual air from the cartridge.